Event description:
Discordant, falsely low sodium (na), potassium (k) and chloride (cl) results were obtained on one patient sample on a dimension rxl max with hm instrument. It is unknown if the discordant results were reported to the physician(s). The sample was repeated on an alternate dimension rxl instrument, resulting higher for na, k and cl. The corrected results were reported to the physicians(s) there are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na, k and cl results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the lytes sensor, integrated multisensor technology (imt) pump rollers, imt wash station, rotary valve, imt tubing kit, and imt probe. The cse checked the alignments and pump rate and ran a condition and diluent check. Quality controls and patient samples were run and compared with the alternate dimension rxl instrument, all of which resulted within range. The cause of the discordant, falsely low na, k and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.